Manufacturer narrative:
(B)(4) - customer reported skin damage.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device revealed that the button, sheath, red strip and black suture are intact on the delivery system. The delivery system c-flex tubing was separated and approximately 7 mm of the tubing remained on the distal end of the tapered connector and the tapered connector was broken. Approximately 22 mm of the connector remained in the proximal end of the broken tubing. The c-flex tubing did not appear to have failed while in tension but the separated ends of the tubing presented cuts from scalpel or similar instrument. It was noted that the condition of the returned unit was consistent with the complaint incident that device separated. Per the additional information the incision size of approximately 7mm was too small which caused resistance during placement and most likely caused the user to apply excessive force when catheter was pulled through the abdominal wall. The most probable root cause of ¿use/ use error" is selected for the complaint. A device history record (DHR) review of lot number 16487620 was performed and revealed no issues related to the reported complaint.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-01652 and 3005099803-2014-01653 for the other associated device information. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the tube was detached after being pulled out from the stomach. A second one step button initial placement gastrostomy kit was used and after it was pulled out from the stomach, the tube was also detached. Reportedly, the patient sustained skin damage and the procedure was not completed due to unavailability of the device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 3, 2014: the physician was unable to pull out the hard part of the one step button tube therefore, he grasped the soft part instead and pulled out the one step button tube from the incision. However, both tubes were detached. The detached parts were removed endoscopically. The skin damage pertains to the incision wound made about 7mm in size. The device was removed and the procedure was not completed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-01652 and 3005099803-2014-01653 for the other associated device information. It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the tube was detached after being pulled out from the stomach. A second one step button initial placement gastrostomy kit was used and after it was pulled out from the stomach, the tube was also detached. Reportedly, the patient sustained skin damage and the procedure was not completed due to unavailability of the device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.